Event description:
Procedure: liver resection. According to the reporter: the surgeon fired the endo gia on the hepatic vein with a white (2.5) reload. The staple line looked complete with no bleeding and the surgeons continued on with case. Approx 10 minutes later, the anesthesiologist notified the surgeons of a drop in blood pressure. Upon lifting up the liver, the surgeons discovered heavy bleeding. The surgeon stated that the vein looked open but could not determine if the staples on the staple line were malformed or if the tissue broke away from staples. The pt was transfused with 5 units of blood and the vein was treated with suture.